Manufacturer narrative:
Analysis of ins model 37712, serial# (B)(4) showed no significant anomalies. There was no output from initial output testing but functional output testing passed at all electrode pairs. Telemetry was undetected between patient programmer and ins. Analysis of lead model 377760, serial# unk showed no significant anomalies. The lead was cut into two segments. In the distal segment, wires 0, 6 and 7 were cut. This damage was suspected to be performed during explantation process. Functionally, the continuity was acceptable and there were no shorts between circuits. Analysis of lead model 377760, serial# unk showed no significant anomalies. The lead was cut into two segments. Functionally, the continuity was acceptable and there were no shorts between circuits.

Event description:
It was reported that the entire device system was explanted due to the leads being peripheral in the jaw. This lead position caused the muscle to relax and the jaw to go out of joint. The pt decided it was not worth the pain relief versus hassle of his jaw dislocating. There was no pt injury and the pt recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.